Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging display issue - black blob with dots in it on screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.